Event description:
The evening of 10-16-97 this pt attempted to crawl over the bed rail. The rail broke at the seam where the rail joined the rail post. The pt impailed the broken post into her leg causing a puncture wound approx 2"-3" depth & requiring eleven sutures.